Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose was 21 mg/dl. Customer was treated with food. The customer was experiencing low blood glucose for the last 5-6 months. The emergency medical service came to his home. The customer stated the perceived cause of the low blood glucose was he left his meter in the car.